Manufacturer narrative:
The following device was also listed in this report: triathlon ps x3 tibial insert; cat# 5532-g-713; lot# 261nyh. It cannot be determined, if this device may have caused or contributed to the patient's experience. A review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device evaluated by MFR: device not available.

Event description:
It was reported through a medwatch " severe left knee acute periprosthetic infection. Tibial component noted to be loose at the time of debridement. Left knee arthrotomy with complete excisional debridement and synovectomy performed. Also performed was excision of any infected distal femoral and proximal tibial bone. Was able to obtain a clean joint following debridement and thorough irrigation. Prior to re-implantation, all dirty instruments and drapes were removed. The patient was then reprepped and redraped with new instruments open prior to tibial component revision."